Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, scratched display window, cracked reservoir tube and cracked case near display window corners during visual inspection. No back light due to faulty el panel on lcd board. Pump was unable to prime during prime alarm test due to faulty force sensor system. The pump passed displacement and basic occlusion test. No motor error alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.